Event description:
The customer stated, that the display screen was not readable due to possibly being dropped.

Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. Investigation isolated the cause of the malfunction to a video controller chip (integrated circuit) on the device's mother board. Although inspection could not identify any visibly unsoldered pins, resoldering the pins corrected the problem. After repair, the device performed to specifications and was returned to the customer.